Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: hyperion 6fr jr4; stent: promus premire 4.0x12mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, eccentric, proximal right coronary artery (rca), after non-abbott stent implant, the 4.5 x 8 mm nc traveler balloon dilatation catheter (bdc) was used for post-dilatation; however, the balloon ruptured at 16 atmosphere (atm). The bdc was removed and the non-abbott stent delivery system (sds) balloon was used for dilatation without issue and the procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.